Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that there are "low rpm's while burring.: the device was being used during surgery. It is known that there was no user or patient injury. It is also known that there was no medical intervention reported and no surgery delay. There was no add'l info provided.